Event description:
My husband went to the emergency room due to a severe eye infection. He wears soft contact lenses and has always used bausch and lomb renu eye drops. He was told that he had an eye infection and was given a prescription for eye drops. Five days later his eye condition had become worse and he had developed flu like symptoms such as fever and chills. He went to a local walk in medical center. The dr was extremely concerned about this infection and prescribed an additional treatment with medication and a follow up visit. At the time we had no knowledge that this infection was more than likely caused by the bausch and lomb eye product.